Event description:
More recent tablet data was received from the physician's office and reviewed by the manufacturer. In the data from approximately three years post-implant, there was no battery status indicator flagged and no indication of premature battery depletion in the data.

Event description:
Additional tablet data was received from the patient's most recent clinic visit. The vns generator battery was found to be at a 25% indicator. Based on the most recent data, the generator battery appears to be depleting as expected.

Event description:
It was later reported that the patient's physician felt that the patient was not receiving therapy from the affected device. Although the device lifetime may be reduced, its functions are not affected by this issue and the delivery of therapy is unaffected until the device reaches end of service (eos). No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement due to intensified follow-up indicator = yes. The explanted generator was discarded per explanting facility policy. No additional relevant information has been received to date.

Event description:
Additional tablet data was received from the patient's most recent clinic visit. The vns generator battery was found to still be at the 25% indicator, but based on the most recent data and calculations, the battery appeared to be depleting prematurely. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. The device was previously found to have been manufactured using the laser-routing process.

Event description:
It was reported that the physician felt that the patient's vns had prematurely depleted as it was a laser routed device. It was explained that not all laser routed device exhibit premature depletion, but the physician was adamant that the device had prematurely depleted. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. Based on available data, premature battery depletion was not verified. The percent battery capacity used and percent battery capacity remaining appears to match the expected values. No additional relevant information has been received to date.